Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, fluoroscopy revealed that the coils on this sub-q array appeared to have pulled back. Once this sub-q array was connected to the new device, low out of range shock impedances were observed. The values of the impedances were initially 0 ohms, but then varied as high as 40 ohms to then low values of 1-3 ohms. When programmed distal to proximal coil, values were stable. Shock impedances were stable with the previous device. The products were left implanted and defibrillation threshold (dft) testing was not performed. The patient is being monitored. No adverse patient effects were reported.